Event description:
Customer reports to have high and low blood glucose of 600 mg/dl and 59 mg/dl, which was treated with a bolus delivery and manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, no air found in tubing and insulin pump passed high pressure test. After troubleshooting, it was found that cannula was bent and that customer manipulated reservoir while still connected. Customer was advised against manipulation while still connected and advised to call should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.